Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 2.25mm x 12mm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured prior to inflation. The procedure was completed with a different device. No further patient complications were reported.